Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, a fragment broke off around the shaft of a maryland bipolar forceps instrument and fell inside the patient. The fragment was recovered immediately during the same surgical procedure. The recovery caused a delay of about 10 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a robotic surgical procedure, an instrument broke after approximately 80 minutes of use while grasping tissue. The device had been inspected prior to use and showed no issues. There were no collisions with other instruments or hard materials, and no functional issues were noticed during the procedure. The fragment that fell inside the patient was recovered using a laparoscopic dissector, and all fragments were confirmed to have been removed by the surgeon. No additional surgical procedures or post-operative tests were required, and the procedure was completed robotically without complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of an image provided by the customer was performed. The image appears to show the proximal clevis dislodged at the main tube of a maryland bipolar forceps instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken main tube at the distal tip. Material was found missing. The complete fastening of the proximal clevis was missing. Components adjacent to this broken main tube show damage. Additional observation reported by site was that the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is completely detached to the main tube. The instrument was found to have a broken grip and pitch cable. The cables were fully broken; also, the conductor wire was found broken. There was no discoloration, corrosion, or contamination on the cables that would occur from improper flushing or rinsing during reprocessing. As a result of the full break, functional testing for motion related issues could not be performed. The instrument failed the electrical continuity test.